Manufacturer narrative:
Additional information was received indicating that the patient was home when the event occurred and that there were normal flow and power on the pump. Patient was not admitted for this event. There were no alarms associated with the event. Patient was said to have loss of feeling on left leg. Inr was 2.3. Patient is being continued on marcumar, clopidogrel and statin (dosage unknown). Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Patient had an inr of 2.3 during the event on admission to hospital. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient had a stroke on (B)(6) 2014. No additional information provided. Investigation is ongoing.